Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895235 and gd895037. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain. The patient was hospitalized for the reported event three days later. The treatment for the peritonitis, while the patient was hospitalized, was not reported. The patient was discharged from the hospital three days after admittance. After further effluent analysis, the patient was treated intraperitoneally (ip) with vancomycin (4gm, 1 time as a loading dose) and fortaz (2gm, 1 time as loading lose) for the peritonitis. The treatment with vancomycin and fortaz was discontinued the same day. The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.